Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was feeling discomfort at the ipg due to the ipg moving midline. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and repositioned to address the issue.